Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. It was reported that the customer was hospitalized due to a blood glucose level of 1400 mg/dl. Customer was treated with intravenous saline and insulin, and was released from the hospital on (B)(6) 2022 with no permanent damage. The customer reverted to an alternate method for insulin therapy.

Event description:
It was reported that the customer went to the emergency room, and was subsequently admitted to the intensive care unit (ICU) due to a blood glucose level of 1400 mg/dl. The customer was treated with intravenous saline and insulin, and was released from the ICU on (B)(6) 2022 with no permanent damage. Reportedly, the pump battery could not be charged, and subsequently the pump shutdown. The customer reverted to an alternate method for insulin therapy.

Manufacturer narrative:
B5: / h6: health effect impact code. B5: / h6: health effect impact code.